Event description:
It was reported that the physician could not get lead to stay during the implant attempt. The lead was not used a different sized lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.